Manufacturer narrative:
(B)(4): the customer reported that there was a medication order that did not appear in the (B)(6) schedule or worklist that resulted in a pt missing medication for 4 days. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a medication order that did not appear in the (B)(6) schedule or worklist that resulted in a pt missing medication for 4 days. No pt harm was reported.